Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for fracture of shaft of humerus with the drill bit. When inserting a screw with a drill bit and the radiolucent drive, the drill went idle and could not rotate. The same event occurred even after exchanging to another drill bit and drilling. The surgery was completed successfully with thirty (30) minute delay. The patient was reported as stable. This product complaint (pc) is related to (B)(4). This report involves one (1) 3.2mm three-fluted radiolucent drill bit/needle point/145mm. This is report 1 of 2 for (B)(4).